Event description:
The following was reported to hamilton medical ag: while the ventilator was checked, it was noticed that, when the oxygen is set lower than the oxygen (low) limit the device takes longer than 2 minutes to alarm for 'low oxygen'.

Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4). Investigation ongoing.